Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. The event occurred after three or more hours of insertion. The insertion site was the arm. Patient also experienced high blood glucose level at the time of the event. Therefore, patient took correction bolus via pump and replaced the infusion set to resolve the issue. No further information available.